Event description:
Severe reaction to new adhesive for dexcom g6 sensor. I have scarring on my abdomen and arms from the new adhesive. I also have multiple photos for reference. FDA safety report ID # (B)(4).